Event description:
It was reported that during a laproscopic stenusation procedure a filshie clip applicator was passed through a 7/8 mm trocar. The circular silicon seal broke and became detached from the device. There was no patient consequence.